Event description:
It was reported that the customer received multiple change cartridge alerts, as the cartridge change process was not completed. The customer's blood glucose level was reported to be slightly elevated. During troubleshooting with tandem technical support, the customer was able to successfully change the cartridge and resume insulin delivery.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.